Event description:
It was reported a spectrum pump alarmed "door not fully latched". It was also reported there was no patient incident.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not reproduce the reported symptom "'door not fully latched' alarms", but confirmed it through review of the event history log. The evaluation found that the upper auxiliary assembly was failing, which is a known contributor to the reported symptom. The failed upper auxiliary assembly was replaced.